Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider, a manufacturer representative, and a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient has had the implantable neurostimulator off for about a year because it was causing him more leg pain with it on. He was not feeling any stimulation, and he had not charged his device for the past 7-12 months. The patient was redirected to his health care provider regarding his options with his stimulation, and it was noted that the patient had not seen his implanting physician in two years. The event date was confirmed as (B)(6) of 2016. (B)(4): additional information was received from the manufacturing representative indicating that they interrogated the patient¿s battery, and there was no reading. It was confirmed that the ins was in overdischarge. The battery was trickle charged on (B)(6) 2016 and successfully reset. The device was able to be put into MRI mode, and the patient was able to have an MRI. The cause of the patient experiencing more leg pain when the ins was on remains unknown at this time. It was noted that the patient does not want their stimulation anymore, as they are having spine surgery sometime in (B)(6) and want to have their device removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2016-12-21 reporting that the patient was in a car accident on the way to the MRI facility to meet with the manufacturer representative. Therefore, the manufacturer representative met the patient at the hospital. The manufacturer representative performed a physician mode recharge (pmr) for about 2 hours and charged the patient up to 25%. The manufacturer representative put the implantable neurostimulator (ins) into MRI mode and took a picture of the screen for confirmation to the MRI technicians at the hospital. The manufacturer representative did not know if they ended up performed the MRI as the manufacturer representative was not present for that part of the meeting. The overdischarge was resolved. There were no symptoms or therapy issues reported to the manufacturer representative regarding the motor vehicle accident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient wants their device removed from his back, but his doctor, dr. (B)(6) refuses to see him. Patient services offered physician listings and the patient declined them stating he already went through this with different doctors. Patient had surgery at the hospital for special surgery in (B)(6) by dr. (B)(6). (Spelled phonetically) junior, who is the chief spine surgeon, and told the patient that he has to refer back to dr. (B)(6). The patient stated no doctor will touch his back. Patient then said he want medtronic to reach out to dr. (B)(6) office and tell him to take this stuff out of his back or he will sue him. Patient stated he has had nothing but problems with it, he went back to the doctor¿s office four times to have it adjusted, but it was causing him to get severe leg and feet pain and patient had to shut it down, patient has had it off since about (B)(6) year and a half. Patient stated it is causing him to get problems in his lower back. Patient stated he went back to dr. (B)(6) office multiple times with the medtronic representative and the results was that it was not working anymore and the patient shut it down. The patient also stated the reason dr. R(B)(6) office doesn¿t want anything to do with him is because he put the patient on methadone and the patient told the doctor that it was garbage. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on august 11, 2017. It was reported that the patient was finally discussing next steps to remove the implantable neurostimulator (ins) but he needed to get cleared first. The patient also reported that they got an infection from being on the methadone because his saliva glands in his right jaw in his mouth fried up; he was put on antibiotics. There were no further complications reported or anticipated. There were no further complications reported or anticipated.